Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 13 pro max / 2.1.3 / ios_18.3.5.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.